Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/29/2020. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle fully retrieved from the patient? If no, were any x-rays/ radiological test performed to confirm that the tip is not retained in the patient? If retained, please provide location and size to needle tip retained. Please also indicate if there are plans to remove the needle tip from the patient.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. During surgery, the suture was used by interrupted suturing. The needle was used on the digestive tract, and the tissue was not hard. After the needle was returned to the nurse, the nurse noticed that the needle tip had been broken. There were no adverse consequences to the patient.